Event description:
It was reported that an inpatient patient presented with a cardiac perforation caused by their right atrial (ra) lead. This led to high capture thresholds, r-wave amplitude variation, and low pacing impedance on the ra lead. The patient also had symptoms of low blood pressure. A pericardial effusion had developed which required immediate drainage of the fluid by the physician. This was performed successfully. Additionally, the ra lead was explanted. The patient was stable throughout the procedure.